Event description:
The pump was returned for evaluation. Evaluation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation, the pump failed to recognize the cartridge during the load step. During evaluation the force sensor was found to be out of calibration. There was evidence of contamination observed on the force sensor assembly.